Manufacturer narrative:
Date of event: populated as (B)(6) 2018 as there is no known event date. Populated as the first day of the month of the bsc aware date.

Event description:
It was reported that the device sterility was compromised. Four vtc/10.3 flexima drainage catheters were drop ship to the end user. After checking the items in the box, it was noted that the inside of the product, not the box, were damaged with tears in them. The packaging of the items were torn open. There was no patient involvement reported.

Manufacturer narrative:
Date of event - populated as (B)(6) 2018 as there is no known event date. Populated as the first day of the month of the bsc aware date.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:13 pm CT. The report number is being corrected from: 2134265-2018-64071 to: 2134265-2018-62342.

Event description:
It was reported that the device sterility was compromised. Four vtc/10.3 flexima drainage catheters were drop ship to the end user. After checking the items in the box, it was noted that the inside of the product, not the box, were damaged with tears in them. The packaging of the items were torn open. There was no patient involvement reported. The device was returned for evaluation. The device had a damaged pouch noted upon overall visual revision. The pouch has evidence of manipulation, was bent and has wrinkles. The pouch has a perforation in the clear plastic exposing the device and with the label damaged (tear). No other issues reported.